Event description:
It was reported that prior to using two bd insulin syringes with bd ultra-fine¿ needle 3/10ml 8mm (5/16") 31g u-100 100 count 1/2 unit, the plunger cap was damaged compromising sterility of the product. The following information was provided by the initial reporter: consumer reported found two syringes with damage on plunger cap.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12-apr-2022. H.6. Investigation: customer returned (2) 0.3ml syringes. Both of the syringes have a compression mark towards the proximal end of the plunger cap. The indents are enough to cause the material to split open. Additionally, the thumbpresses on the inside of these plunger caps are damaged or broken off entirely. A review of the device history record was completed for batch # 1228476 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of plunger cap damage. No root cause can be determined. H3 other text : see h.10.

Event description:
It was reported that prior to using two bd insulin syringes with bd ultra-fine¿ needle 3/10ml 8mm (5/16") 31g u-100 100count 1/2 unit, the plunger cap was damaged compromising sterility of the product. The following information was provided by the initial reporter: consumer reported found two syringes with damage on plunger cap.